Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not work during a vitrectomy procedure. A new probe was replaced and procedure completed with no patient harm. Additional information has been requested but none has been received yet.

Manufacturer narrative:
A sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the thirteenth complaint for the finish goods lot; however the ninth for this issue. The device history record review shows the order was built and released per specification. One probe sample was returned and visually inspected and deemed nonconforming. The cutter was in the closed position in the port. Actuation testing was attempted and could not be performed due to the cutter remaining in the closed position. Testing was deemed nonconforming based on the testing not being able to be performed. Aspiration and cut testing also could not be tested due to no cutter movement. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. The extension was detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function correctly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that during the setup of the probe the adhesive bond failed causing the extension to become detached from the coupling. An investigation has been completed and action is being implemented to lower the occurrence of probe complaints for detachments. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).